Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue oxycodone 10 mg tablets as the cubie did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) observed the nurse submitting a request for verification and confirmed that the medication was successfully issued once the request was approved. The customer authorized closure of the case, and the case was closed. The system functioned as intended after technical support specialist investigated the issue.